Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and completed the device evaluation. The instrument was analyzed and was found to have thermal damage on the monopolar yaw pulley at the distal clevis. Material appears to have burnt off from to charring that occurred near the distal clevis. The instrument failed the electrical continuity test. Components adjacent to the yaw pulley show thermal damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has received the permanent cautery spatula instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 8mm permanent cautery spatula instrument was observed to have a burnt tip.